Event description:
The user facility requested a reprocessing in-service for the evis exera iii colonovideoscope. An olympus endoscopy support specialist (ess) visited the customer and noted during the in-service visit, the customer was reprocessing with a different procedure from the instruction manual (including cases where leakage test is not performed properly). There were no reports of patient harm associated with this event.

Manufacturer narrative:
An olympus endoscopy support specialist (ess) was dispatched on jun 15, 2023, to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training, if necessary, to correct and address any reprocessing deviations. The ess dispatch report stated that during the observation, the customer was not properly leak testing the scopes, the customer placed the scope in the water then connected the mb-155 to the scope then turned the mu-1 on. The water did not cover the control knobs. Therefore, when the customer was angulating the scope, the tip of the scope came out of the water. Then when the customer completed leak testing, only the scope connector was taken out of the water and turned the mu-1 off and disconnected the mb-155 from the scope without depressurizing the scope. The olympus endoscopy support specialist (ess) performed in-service to correct deviations, advised the customer to properly leak test the scopes, and to maintain good control over the scope when remove the detergent water from the container during manual cleaning. An ess in-service attendance form and on-track form were filled in by the user facility. The subject device was not returned to olympus for device evaluation and the investigation was unable to reproduce the suggested event due to the device not being sent to olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation noted that it has been more than one year since the device was manufactured. The investigation did not establish a definitive root cause for the reported event. Investigation considers that the user understanding differed from olympus recommendation in device handling and/or reprocessing steps. Olympus specialized staff already provided training in the correct handling. Olympus will continue to monitor field performance for this device.